Event description:
It was reported that during an unk case, there was an error code 4: hand piece temperature. Used another like device to complete the case. There was no pt consequence.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.